Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, while suturing the vaginal cuff, the needle broke and fell into the patient's cavity. An x-ray was performed to locate the needle but unable to retrieved. Surgical time was extended more than thirty minutes.